Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for an unknown indication. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported the patient developed sepsis during use of impella support. Various samples were collected including blood cultures. The patient was administered antimicrobials and the catheter was replaced. Supplement at3 (antithrombin iii) were given as needed. Small amount of treprostinil was also administered. No further information was provided.